Event description:
Electrical and connection issues were identified to the subject device. Reportedly, during a one week post implant check performed on (B)(6) 2013 ventricular lead impedances above 3 kohms were noted. A pacemaker revision was performed on the next day. During the procedure the ventricular lead was confirmed to be protruded from the connector block, however when pulled it came out of the port without unscrewing. Normal leads measurements were obtained when these were measured by an analyzer. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.